Event description:
3m espe learned that a customer who had a full coverage crown made from (B)(4) ultimate required endodontic treatment. The crown was placed on (B)(6) 2012. On (B)(6) 2013 the patient returned to the office with the debonded crown and reporting tooth sensitivity. The crown was recemented with a non-3m espe cement. On (B)(6) 2013, the patient underwent an endodontic procedure. No further info is available regarding patient status or on specific lots of product used.

Manufacturer narrative:
This report arises from a recent retrospective review of records.